Manufacturer narrative:
The customer¿s report of a bulge in the silicone segment was confirmed. A balloon segment was observed at the top of the silicone pump segment tubing, measuring approximately 0.78 in. Long and 0.22 in. Wide. Testing via gravity infusion was unable to replicate the ballooning. Additional testing of the set was conducted. An IV push was performed first by occluding the tubing above the injection port, and then again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port resulted in a balloon/bulge when the device door was opened. The root cause of the bulge in the silicone segment is not clamping above the injection port before administering an IV push.

Event description:
The customer reported that the patient received an unspecified dose of adenosine IV push for a fib. The nurse then flushed the line with saline however met with some resistance. The patient had a delayed response converting to normal sinus rhythm but did not receive any additional medication because of the event. Upon observation, the user noted a bulge in the silicone segment of the set. The event occurred in the ER.

Manufacturer narrative:
This supplemental submission was not needed. Cancelled in our complaint system. Numbering of follow up 2 was incorrect and should have been follow up 1. All information for MFR #9616066-2017-00971 is included in the initial submission and follow up 2.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient received an unspecified dose of adenosine IV push for a fib. The nurse then flushed the line with saline however met with some resistance. The patient had a delayed response converting to normal sinus rhythm but did not receive any additional medication because of the event. Upon observation, the user noted a bulge in the silicone segment of the set. The event occurred in the ER.